Event description:
It was reported that during the implant attempt, the lead dislodged while slitting the catheter. A new catheter was used to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.